Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis (pd) therapy was ongoing prior to or at the time of death. It was not reported if pd therapy with a homechoice (hc) device was being performed at the time of death. The cause of death was reported to be myocardial infarction, however this was not confirmed by documentation, and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the cause of death was medically confirmed to be due to a myocardial infarction. Peritoneal dialysis therapy was ongoing up until the time of death; however, the patient was not performing therapy at the time of death. The registered nurse stated that there were no overfill events prior to the death that could have caused or contributed to the event. It was reported that an autopsy was not performed. The homechoice is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test related to the reported issue. An internal and external inspection was performed. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.